Manufacturer narrative:
Device was used for treatment, not diagnosis. Businger, adrian, ruedi, thomas p., and sommer, christoph. (2010) on-table reconstruction of comminuted fractures of the radial head. Injury, int. J. Care injured 41: 583-588. Switzerland. This report is for case 4, involving a (B)(4) male, wherein an implant removal was performed following initial treatments due to some irritations of the annular ligament by an unknown t-plate. UDI unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: businger, adrian, ruedi, thomas p., and sommer, christoph. (2010) on-table reconstruction of comminuted fractures of the radial head. Injury, int. J. Care injured 41: 583-588. Switzerland. This article discusses a study that evaluates the importance of an "on-table" reconstruction technique in severely comminuted fractures of the radial head. The article illustrates this by following 7 consecutive patients with severely comminuted and displaced fractures of the radial head that took place between 1996 and 2005. Of the 7 patients, 1 patient (an (B)(6) female) died of an unrelated illness. Therefore, the study group consisted of 6 male patients with a mean age of 40 years at the time of injury. Two patients had a mason type-iii injury and 4 other patients were classified as having a mason type-4 radial head fracture that were treated with an on-table reconstruction fixation using low-profile mini-plates (t-plate 2.0). The mechanism of injury was a fall on the outstretched hand from a standing height in one patient; a fall directly on the elbow from a greater height in one other patient; a sport related injury in 2 patients; and a motor-vehicle accident in 2 other patients. This refers to an unknown t-plate involving, case 4, a (B)(6) male, wherein an implant removal was performed following initial treatments due to some irritations of the annular ligament by the t-plate. This report is 4 of 6 for (B)(4). This report is for an unknown low-profile titanium plates.